Event description:
It was reported the device is presented with a speaker malfunction error message and no sound is coming from the device. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
The device was returned and the analysis was performed at the philips authorized repair facility. The results of the analysis indicate there was no beep or sound during start up testing. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker and the product was returned to the customer.